Event description:
Healthcare professional reported that patient was injected with juvéderm® voluma¿ with lidocaine in the nasal dorsum for a rhinomodeling. Six hours later, patient thought there was a hematoma and an area of tissue distress was observed with areas of cyanosis and pustules. Two days later, patient was treated with hyaluronidase 1500u. One day later, patient was treated again with 1500u hyaluronidase. Patient was also treated with prednidone 20 mg day x day, aas 325 every 12 hs x 7 days, tadalafil 20 mg day x 3 days, and local treatment with massages and hot packs.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Further information reported symptoms resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm® voluma¿ with lidocaine in the nasal dorsum for a rhinomodeling. Six hours later, patient thought there was a hematoma and an area of tissue distress was observed with areas of cyanosis and pustules. Two days later, patient was treated with hyaluronidase 1500u. One day later, patient was treated again with 1500u hyaluronidase. Patient was also treated with prednidone 20 mg day x day, aas 325 every 12 hs x 7 days, tadalafil 20 mg day x 3 days, and local treatment with massages and hot packs.